Event description:
It was reported that a protective cap was detached from the catheter connector of a minicap transfer set. This issue was found while the device was still in its packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. The blue pull cap was identified to be separated from the patient adapter in the pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.